Event description:
The patient reports\ed that on or about (B)(6) 2021 patient was driving to her brother's house and less than one hour after removing and replacing the v-go 40 device it became detached from patient arm causing a painful, burning sensation and bleeding to occur. Patient reported that this happened a total of 3 times in the past two weeks with 3 separate v-go devices. Patient reports that after the 3rd incident she did not replace her v-go device and has not worn a v-go since. This date is unknown. Patient reports that with each event she cleaned the affected area with antiseptic/alcohol and the duration lasted only minutes. Patient has been using v-go device for 2 years. And patient wears v-go device on the back of the arm.